Event description:
The pt had a bard meridian ivc filter laced at osh. Pt sent to me for filter removal when it was discovered to be fractured. The tip embedded filter body and 1 fragment removed. One fragment in wall of ivc could not be removed and remains retained in pt.